Event description:
In june 2006 a dr informed ormco corp that he had a damon cuniti wire breakage.

Manufacturer narrative:
There are no reported injuries associated with this incident. However, due to the prior submission of a reportable incident on the damon copper niti wire on june 15, 2005 (MDR #2016150-2005-00002: malfunction which required intervention to prevent permanent impairment/damage) this incident is reportable. This incident falls under the FDA presumption this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.